Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they admitted to emergency room due to high blood glucose level. The customer¿s blood glucose level was 507 mg/dl. The customer was reported that the insulin pump had motor error alarm. Drive support cap was normal. It was also reported that they were able to clear the alarm and able to rewind the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion test, prime/a33 test, excessive no delivery test, self test, a21 error test and the delivery accuracy test. All operating currents are within specification. Off no power alarm functions properly. Device alarmed motor error during occlusion test due to faulty force sensor resistor. The motor was tested outside of the unit and passed. Device uploaded properly using carelink. Device had cracked display window, cracked case at display window corner, scratched case, cracked battery tube threads, scratched reservoir tube window, cracked reservoir tube lip and a missing end cap sticker. The test p-cap and reservoir does lock in place in the reservoir compartment.